Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2 (common device name). Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including debugging, internal inspection and final testing without duplicating the report. A replacement device will be sent to zoll japan. No trend is associated with reports of this type.